Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing while the patient had a bowel movement, resulting in pacing inhibition. Diaphragmatic oversensing was suspected.